Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture and high out of range pacing impedance measurements one day post implant. The pocket was reopened and it was found that the lead had pulled back. This lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.